Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure.

Manufacturer narrative:
A. Patient information is intentionally left blank as there was no patient involvement. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an automated impella controller triggered an alarm upon power-up. The controller displayed the message, ¿automatic test of the system not passed. Replace the controller now,¿ and the unit was unable to complete the boot-up process. There was no patient involvement, as the controller was being powered on solely to test the impella connect connection.

Manufacturer narrative:
Section d9 was updated based on additional information. Device was returned.